Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the device was not working. They did not feel anything and the symptoms were terrible. Patient had it for the bladder and they had frequent urination and inability to retain urine. Patient tried to adjust stim yesterday and kept getting poor communication both with and without the antenna. It was reviewed with caller that if they are getting poor communication on the patient programmer (pp), had return of symptoms and the ins battery was over 2 years old then it was possible the ins battery had depleted. It was reviewed with caller that if they send replacement pp and they still had poor communication on the pp, they should call hcp. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.